Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2022, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 26, 2022. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Per the clinic, the implant magnet was removed due to pain under general anesthesia. Correction: the infection reported in the previous report was filed inadvertently. This report is submitted on april 13, 2023.